Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator exchange, the physician noticed the patient's atrial lead was stimulation the device pocket. The lead was inspected and no damage was visible. The physician capped and replaced the lead on (B)(6) 2020 during the same procedure. The patient was stable throughout.